Event description:
It was reported that a cartridge was difficult to install on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support.